Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient's neurostimulator leads were causing more discomfort and worst pain when turned on. The patient will undergo a revision procedure wherein a lead will be removed.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's neurostimulator leads were causing more discomfort and worst pain when turned on. The patient will undergo a revision procedure wherein a lead will be removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's neurostimulator leads were causing more discomfort and worst pain when turned on. The patient will undergo a revision procedure wherein a lead will be removed.